Event description:
Prior to implanting device, the haptic broke off. Device was not implanted. Surgeon states this is the second time this exact defect has occurred with this same product within a few months.